Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that a speaker malfunction error was identified. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A remote service engineer spoke to the customer and confirmed there was no audible sound coming from the device. Based on the information available, the cause of the reported problem was a faulty loudspeaker assembly. The reported problem was confirmed. The customer was provided a replacement loudspeaker assembly to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.